Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable thyrotropin (tsh), free thyroxine (ft4), and free triiodothyronine (ft3) results for one patient sample from a cobas e602 analyzer. The specific date of testing was not provided. The sample was submitted for investigation and was tested on an analytical e module analyzer and a cobas e411 analyzer on (B)(6) 2015. The sample was also tested on a siemens centaur analyzer. Information concerning if any erroneous result was reported outside the laboratory was requested, but was not provided. No adverse event was reported.

Manufacturer narrative:
Sample from the patient was submitted for investigation and an interfering factor to streptavidin was detected in the sample. Product labeling documents this interference.